Event description:
The accounts maintenance stated he is unable to raise the head section of the bed. He has replaced the head up solenoid with the knee up solenoid and used the knee up button and found no change. When using the manual foot pump along with pressing the head up button the head wouldn't rise.

Manufacturer narrative:
The account has not completed repairs.